Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: e2, e3. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (10) ten years since the subject device was manufactured. The device was returned to olympus for inspection. The event reported occurred during investigation, nevertheless the root cause or a probable cause could not be identified. The event can be prevented by following the instructions for use which state: non-olympus equipment can cause instability of the automatic brightness adjustment. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During evaluation, the following were found; the top cover rusted, front panel chassis rusted, bottom chassis rusted, rear shield rusted, worn-out socket slider switch causes intermittent use of high intensity mode, the non-olympus lamp life meter is reading at 300+hours, light intensity output measured out of specifications, some scratches on bottom front panel and the main power switch was up to date. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii xenon had a bouncing white light going back to beginning settings of being unbalanced. The maj-1933 plug that goes from complete video (cv) to the complete video (cv) bottom screw plate was stripped, causing a periodic connection. The issue was found during preparation for use. There were no reports of patient harm.